Event description:
A medtronic rep reported a navlock tracker seized up on the 5.5-6.5mm awl tap prior to screw placement during a spine procedure. The surgeon chose to use the universal drill guide (udg) instead. The surgery was completed with no impact to the pt.

Manufacturer narrative:
Pt ID and age requested but are unknown at this time. RMA issued. Evaluation finds the shaft of the instrument has a high spot near center of the handle area that does not allow for easy insertion. It was reported that the site was using power when issue occurred.

Manufacturer narrative:
.